Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's translator reported via phone call of customer's issues with low blood glucose levels. The customer's blood glucose level at the time was 45mg/dl. The customer had low reservoir alarms and filled circle on their screen. The customer's most recent level was 71mg/dl. The customer was informed on meaning behind alarms. The customer was assisted in rewinding the pump. No further assistance needed at this time.